Event description:
It was reported that during a lobectomy procedure, the surgeon used the device and in the first shot of the cartridge the blade was shifted very slowly, when he used the second cartridge, the blade only came halfway and the stapler got blocked and was opened with difficulty, in this last shot staples were all open. The surgeon used a new stapler, another like device, to complete the procedure. There were no adverse consequences for the patient. One device and two reloads were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.